Manufacturer narrative:
No ventilator logs were provided and no parts were returned for investigation. No further information was provided by the user facility regarding the use of high frequency jet ventilator (hfjv) in tandem with the ventilator. The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms, for example fluctuating o2 concentration. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. As no log files were provided and no parts were replaced and returned for our investigation, it has not been possible to determine the root cause of the reported event but the use of hfjv in tandem with the ventilator is the most likely contributing factor.

Event description:
Importer ref. #: cc-cpl-2019-00572. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration from the ventilator was fluctuating while being run in tandem with a high frequency jet ventilator (hfjv). There was no patient harm. (B)(4).